Event description:
It was reported that a decrease in the sensing and an increase in the capture threshold were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.